Event description:
It was reported that during preparation of the emboshield nav6, it was observed that there was white material on the tip of the nav6 retriever. A second emboshield nav6 was opened, and the white material was also observed on the tip of this retriever; therefore, a new nav6 was used successfully to complete the procedure. There was no patient involvement with the devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned emboshield nav6 retrieval catheter found blood on the distal shaft and on the tip, consistent with handling. There was saline on the distal shaft and on the tip. There were small fiber strands on the tip and on the shaft proximal to the tip, likely due to interaction with a cloth or gauze during handling/packaging for return to abbott vascular. There was no damage noted to the retrieval catheter. Only the retrieval catheter and retrieval catheter tray were returned. In this case, the reported white material could not be confirmed on the returned unit. However, it may be possible that the material observed was excess perfluoropolyether (ptfe) lubricant. Ptfe lubricant is applied to the distal tip of the retrieval catheter during manufacturing, and is used to aid in the retrieval force required to retrieve the filtration element. Based on the returned device analysis, there is no indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional nav6 device is being filed under a separate medwatch report.